Manufacturer narrative:
(B)(4). Lot number - a lot number of 247084 was provided for testing of the second patient sample. The lot number used for testing of the the first patient sample is not known.

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys total psa immunoassay (tpsa) and the elecsys free psa immunoassay (fpsa) on a cobas e 411 immunoassay analyzer (e411). The fpsa results were higher than the tpsa results for these samples. The date of the event was asked for, but not known. The first sample was tested sometime in (B)(6) 2017. This medwatch will apply to the tpsa assay. Please refer to the medwatch with (B)(6) for information related to the fpsa assay. The customer was asked, but unable to provide any data from the first patient sample. This sample had a fpsa result that was higher than the tpsa result. This sample was tested sometime in (B)(6) 2017, but the customer did not provide a specific date that this sample was tested. The sample was repeated before results were released outside of the laboratory. The second patient sample, from a (B)(6) male patient (B)(6), had a fpsa result of 2.45 ng/ml and a tpsa result of 1.55 ng/ml on (B)(6) 2017. No adverse events were alleged to have occurred with the patients. The e411 analyzer serial number was (B)(4). The field service engineer checked the analyzer maintenance log and operation of the system. He ran performance testing and all results were within range. The analyzer was found to be operating within specifications.

Manufacturer narrative:
Upon review of calibration data, calibration signals were lower than expected.

Manufacturer narrative:
Quality control values from (B)(4) 2017 were within specified ranges. One level of control was out of range on (B)(4) 2017. The investigation was unable to find a definitive root cause. Based upon the provided information, an assay related issue could not be detected.